Event description:
Reporter indicated the ac adapter that connects to the handheld programming system is sometimes loose due to normal wear and tear. The product was returned to the MFR and a product analysis was performed. Visual inspection identified a broken solder joint between the pcb and a screw mount. The screw mount connects the back of the handheld to the pcb near the main battery connector allowing good electrical contact between the main battery and the handheld device. This anomaly can cause the intermittent issues associated with loss of power while operating the device on battery power. It can also prevent the main battery from being charged using the ac adapter.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.